Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular output connector. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the ventricular output connector was broken. Analysis also noted that the hanger was broken. All found defective parts were replaced and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.